Manufacturer narrative:
(B)(4). Review of the device logs confirmed the increased intra-peritoneal volume (iipv). External & internal visual inspections revealed no problems. The cause of the iipv was determined to be insufficient drain due to one or more cycles advancing to the next fill when slow / no flow occurred above the minimum drain volume threshold. A service history review (shr) revealed no issues that may have contributed to the iipv. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). Six of 7 emdrs. The device has been received at baxter for evaluation. However, the evaluation is not complete at this time. A follow-up report will be filed upon completion of the device evaluation, or if any additional information is received.

Event description:
During evaluation of a returned homechoice (hc) machine, an increased intra-peritoneal volume (iipv) was identified on (B)(6) 2010 during cycle 5. The patient's largest prescribed fill volume (lpfv) was 1100 ml and the drain volume was 2465 ml (drain volume + post therapy drain), which met iipv criteria. No patient injury or medical intervention was reported. Product surveillance contacted the nurse on (B)(6) 2010 to notify her of the nurse of the incidents of iipv that were found during the device evaluation and the probable cause that was identified. The nurse thanked for the information, and added that home patient (hp) had not reported any symptoms; per nurse, the hp is doing fine and continuing therapy without any issues. No allegations were made against any of the hp?s dialysis products.